Event description:
It was reported that a user experienced hyperglycemia while using the ilet after the ilet was found disconnected from the cgm sensor; once reconnected, blood glucose rose from 250 mg/dl to 272 mg/dl, and a supply change was planned. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education, with plans for device supply replacement. Investigation included technical review and user troubleshooting for cgm signal loss. Investigation of this case revealed cgm signal loss consistent with a loss of communication between the ilet and the sensor. It was concluded that the cause of the hyperglycemia was unclear, with contributing factors including cgm signal loss and subsequent lack of automated insulin dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.